Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, there was moisture ingress and a "no power" issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: a review of the pump black box showed the pump was in use until (B)(6)2019. A visual inspection of the pump revealed the battery compartment was cracked from the threads to the case seal. There was evidence of moisture corrosion and rust found inside the battery compartment and visible under the display lens. A leak test revealed a leak at the battery compartment crack. During investigation, the pump powered on to the verify screen, however, rebooting and power loss occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.